Manufacturer narrative:
Additional information b5: the results of the customer volume accuracy testing was a delivered volume of 21.5g (instead of an expected value between 19 and 21). This would indicate an over infusion of 2.38%). H10: the device was received for evaluation. During functional testing, the reported problem of an over-infusion was not reproduced, instead the device was found to under deliver by 7.19%. No event date was provided however the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a volume to be infused of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported over infusion was not verified however the pressure place assembly will require adjustment. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volumetric testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.